Event description:
Home health nurse reported she was trying to connect pump (serial number: (B)(6)) to medication bag and unable to prime the tubing. Stated at first the pump was functioning as normal. Pump said it was priming, but nothing was going through the tubing. Pump seemed as if it was attempting to pull fluids but was not coming through. Nurse stated she used same tubing on old pump and was able to infuse patient with no issues. No adverse event due to pump malfunction. Pharmacy will send replacement pump and have malfunctioning pump returned. No further information available. Reported to (B)(6) by health professional.